Event description:
A surgeon reported that after intentional placement of an intraocular lens (iol) in the sulcus, the iol became decentered. The affect of the decentration on the pt's vision is not known at this time. Add'l info has been requested. Note: placement of this intraocular lens in the sulcus is not indicated according to the directions for use (dfu). As specified in the "dfu", this product is indicated for placement in the capsular bag.